Event description:
It was reported that a vessel perforation occurred. The target lesion was located in the mid to distal right coronary artery (rca). The right coronary was severely calcified. A 6f guidezilla catheter was selected for support and advanced through the guide catheter along a coronary guide wire that was placed in the distal pda. The guidezilla catheter was advanced into position and placed against a chunk of calcium on the wall of the rca. An injection of contrast was delivered through the catheter to confirm position. The injection caused a perforation of the rca which was identified by fluoroscopy and confirmed by angiography. The perforation was contained and controlled by an inflation of a coronary balloon under low pressure. The decision was made to proceed to surgery for a CABG to provide a graft to both the rca and lcx. The decision to go to surgery was not to repair the complication, more so to treat the coronary artery disease the patient first presented with. Patient remained stable over the weekend and underwent the surgical bypass operation the following week.

Manufacturer narrative:
Updated describe event or problem and concomitant product/therapy.

Event description:
It was further reported that the target lesion was moderately calcified. No further patient adverse outcomes were reported post CABG and bypass.